Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The reported issues were confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the ils-1800-kt procedure kit illumisite 180, there was difficulty in navigating to the correct airway to reach an upper right apical lesion. After several minutes and unsuccessfully navigating to the targeted lesion, the screen displayed an error message that the catheter was out of the sensing volume. To troubleshoot, the patient was repositioned lower on the location board, and the catheter was re-registered, but the error persisted. The physician then targeted a different lesion in the left lung, encountering additional error messages about the catheter being out of sensing volume and magnetic interference from tools. The staff swapped the catheter for a new one, which allowed the procedure to be completed without further issues. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the device, there was difficulty in navigating to the correct airway to reach an upper right apical lesion. After several minutes and unsuccessfully navigating to the targeted lesion, the screen displayed an error message that the catheter was out of the sensing volume. To troubleshoot, the patient was repositioned lower on the location board, and the catheter was re-registered, but the error persisted. The physician then targeted a different lesion in the left lung, encountering additional error messages about the catheter being out of sensing volume and magnetic interference from tools. The staff swapped the catheter for a new one, which allowed the procedure to be completed without further issues. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.